Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose since (B)(6) 2018. Blood glucose at the time of the incident was over 500 mg/dl. The customer treated with the insulin pump and manual injection. No symptoms were reported. The customer did not receive emergency medical attention. Last infusion set change was (B)(6) 2018. The customer also reported experiencing low blood glucose for 30 years. Blood glucose at the time of incident was 50 mg/dl. The customer treats with food. Blood glucose at the time of the call was initially 437 mg/dl and then 548 mg/dl. The customer does not allege the device was under or over delivering. Troubleshooting was performed, and no issues were found. It was advised to do a complete set change and refer to their doctor to adjust the settings. The product will not be returned for analysis.